Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the tr band balloon was ruptured. A new tr band device was opened and used after. The patient was reported to be doing fine, and was discharged.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, provide the completed investigation results. One tr band assembly was returned for evaluation. The tr band inflator was received for product evaluation. Visual inspection revealed that the large balloon was separated from the small balloon. Both the small and large balloons were attached to the band. The weld was present on the large balloon. The opening of the small balloon appeared smooth. Under microscopic analysis, the weld appeared smooth with only jagged sections along the narrowest sides of the opening. Due to the damage observed, the tr band could not hold air. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.